Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+1.0/087 diopter, tore/broke before injection into the eye. There was no report of any apparent injury.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that optic was torn, haptic was broken and foreign material on lens surface. No similar complaints were reported for units within the same lot. (B)(4).